Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had corroded battery tube, missing end cap sticker, minor scratches on lcd window and cracked battery tubethreads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit after changing the battery. The customer stated that the device might have been exposed to perspiration. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.